Manufacturer narrative:
(B)(4), physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device could not be powered on. They had inserted a new charge-pak battery charger, but the device would still not power on. During device evaluation, physio observed that the device had all three icons (charge-pak, attention and service wrench) in the readiness display; the device would not power on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be due to an integrated circuit chip, designator u4 from the digital pcb assembly.  The ic u4 had 1.5ma of off current.